Event description:
It was reported that a retroperitoneal bleed and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system double (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Access to the right femoral vein was difficult, so multiple dilators and sheaths were attempted. A 16f introducer sheath was eventually used and the closure device was implanted in the laa. The patient was discharged home the following day. Eight days post procedure, the patient returned to the hospital complaining of pain. The emergency room evaluated the patient and sent them home. Three days later, the patient returned to the emergency room again and was sent home again following evaluation. The patient then returned to the emergency room on an unknown date and was admitted. Patient death followed on an unknown date.